Manufacturer narrative:
B.5 and h.6 new information was received. The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. The investigation results for the new event will be reported when available.

Event description:
Additional information was received. Occupational therapy (ot) was pulled aside and excessive lymph fluid was draining from the impella leg of the patient. Ot performed treatment te repair and lymph wrapping occurred.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had an impella cp placed to support a patient admitted in spontaneous coronary artery dissection. It was reported that the physician repositioned the impella at bedside and later found to have a lot of bleeding from the site. The nurse held manual pressure and hemostasis achieved. The patient did receive platelets and blood products. It was also reported that the day prior the patient had random bleeding in the chest tubes. The procedural outcome is unknown.